Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus while their blood glucose (bg) level was already decreasing. The customer's bg level subsequently decreased to 40 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer continued to use the pump for insulin therapy.